Manufacturer narrative:
Evaluation summary: no material was returned for evaluation. The system history showed that the laser was verified successfully prior and after the date of treatment. Logfiles review showed all laser system functions were within specifications for the day of treatment. The logfile showed no deviations or abnormalities during the preparation and during the treatment. The user operated with the recommended standard energy settings. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer´s acceptance criteria. Manufacturing record of the patient interface batch was reviewed with focus on sterilization process and no abnormalities that could have contributed to this event were found. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. A potential contributing factor may have been bacteria coming in the eye with the flap lifter instrument or corneal marker. (B)(4).

Event description:
A doctor of ophthalmology reported that there were 6 or 8 bilateral sands of sahara syndrome cases after refractive surgery at the facility. The cases were reported to be more or less serious. Some of them have already been resolved but some level 4 cases were still ongoing at the time of this report. Additional information has been requested but not received to date. This is one of nine reports associated being filed for this event. This report is for the third patient, right eye.

Manufacturer narrative:
(B)(4).